Event description:
The patient was implanted with a system with the subject leads more than 10 years ago and had a regular pacemaker replacement on (B)(6) 2021 where the subject kora 250 dr was implanted. End of (B)(6) 2023, the patient had a follow-up check prior vacation abroad in the u.s.a. With no irregularities mentioned. On (B)(6) 2023 : in the USA, patient felt dizzy and fell down, patient did not respond during 10-15sec and was back to normal according to his daughter. On (B)(6) 2023 : patient felt fine. On (B)(6) 2023 : patient felt dizzy while being sit on a chair and collapsed to the floor (no head injury but right ankle spained). The patient was reportedly absent during 30sec where absence of pulse was observed. Ambulance proceed with different testing with no ECG abnormality observed. On (B)(6) 2023 : patient was recommended to go to (B)(6) hospital, for evaluation. ECG revealed intermittent capture failure and medical staff reported to not have the equipment to interrogate the pacemaker. The patient was advised to be transferred at (B)(6) and was transferred the same day. Electrophysiologist contacted a california based us microport crm representative for device interrogation. The patient had a temporary pacemaker during the night. On (B)(6) 2023 : the physician decided to replace the whole system implanted and reported to the patient that the old lead may have been faulty but could not confirm.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
- The irregular ventricular thresholds combined with those irregular ventricular impedances and the sensing spread are observed at least from february 2022. They can be explained by a ventricular lead issue and/or ventricular lead connection issue. Those hypotheses cannot be neither confirmed nor excluded since the device and the ventricular lead were not returned. - except the ventricular test performed on (B)(6) 2022, no other ventricular threshold tests files were provided. - this complaint has been recorded for trending purposes. For more details, please refer to the attached analysis report.

Event description:
The patient was implanted with a system with the subject leads more than 10 years ago and had a regular pacemaker replacement on (B)(6) 2021 where the subject kora 250 dr was implanted. End of may 2023, the patient had a follow-up check prior vacation abroad in the u.s.a. With no irregularities mentioned. (B)(6) 2023 : in the USA, patient felt dizzy and fell down, patient did not respond during 10-15sec and was back to normal according to his daughter. (B)(6) 2023 : patient felt fine. (B)(6) 2023 : patient felt dizzy while being sit on a chair and collapsed to the floor (no head injury but right ankle spained). The patient was reportedly absent during 30sec where absence of pulse was observed. Ambulance proceed with different testing with no ECG abnormality observed. (B)(6) 2023 : patient was recommended to go to (B)(6)hospital, (B)(6) for evaluation. ECG revealed intermittent capture failure and medical staff reported to not have the equipment to interrogate the pacemaker. The patient was advised to be transferred at (B)(6) centre and was transferred the same day. Electrophysiologist contacted a california based us microport crm representative for device interrogation. The patient had a temporary pacemaker during the night. (B)(6) 2023 : the physician decided to replace the whole system implanted and reported to the patient that the old lead may have been faulty but could not confirm.